Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11,d9, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) inspected the unit and identified an issue with the ribbon cable. The fse replaced the upper display monitor to lcd cable assembly (d012-00-1558). After replacement, the unit passed all functional and safety tests in accordance with the manufacturer's specifications. The unit was returned for clinical use.the following investigation was performed by (B)(4) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 22 apr 2026.the failure analysis and testing dept. Received part number 0012-00-1558 with a reported unit failure of the screen cannot display normally.the fat performed a visual inspection and found the part to be in good condition.the fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aw.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) machine displaying red screen. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).